Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-five (35) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the port. The leak was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between september 01, 2018 to september 02, 2018. H10: three (3) devices (two actual and one companion sample) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap from the base of the spike port tubing on all three samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.